Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing merlin.net connection issues. The patient was called into clinic to see if radiofrequency telemetry had timed out and alerts for elective replacement indicator (eri) and end of service (eos) were observed upon device interrogation. The physician suspects excessive current drain. The physician elected to replace the device and the patient was stable following.

Manufacturer narrative:
The reported event of communication anomaly and premature depletion was confirmed. The battery voltage was at end of service (eos) when received. The device was cut open and tested on bench when the depletion in the battery was noted. Hybrid circuitry was tested, and the results were consistent with latch up condition which cleared after hybrid power was reset. Further testing was performed by separating the header from the case to perform a dye penetration test on the feedthrough component which revealed breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Because of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported event of communication issue and the concern of premature battery depletion was confirmed. The device was at end of service level when received. Visual inspection exhibited delamination of the header between the header and can causing the body fluids to enter the header attachment area. Low impedance measurements were noted due to the entry of body fluids through the delaminated area causing shorting between header connector pins. The cause of reported event may have been due to a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.